Manufacturer narrative:
Additional information: d9, h3, h6, h10.h10: the device was received for evaluation. During functional testing, the reported problem "when the pump door was closed, the pump did not recognize the status of the closed door'' was reproduced. A review of the event history log revealed "shut door - power off" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a bent link. The link is required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when a spectrum iq infusion pump door was closed, the pump did not recognize the 'status of the closed door' and alarmed to close the door. This occurred during testing. There was no patient involvement. No additional information is available.